Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing that resulted in an inappropriate shock. The vector was reprogrammed to alternate vetor which resolved the issue. No adverse patient effects were reported.